Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed that there is no visual damage was the transverse connector has a screw on one side that is stripped, and a screw on the other side that is seized. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. The set screws possibly jammed due to cross-threading while tightening. Cross-threading may have been caused by attempting to connect to rods that were too far apart/at extreme angles. However, the complaint did not detail the circumstances that caused the set screw to jam. The other screws of the connector that had stripped threads could have been caused by the screw becoming jammed, then continued to be torqued to the point of the threads stripping.

Event description:
It was reported that during the procedure two transverse connectors stripped when the surgeon tired to tighten the lateral locking screw. The connectors were removed and the case was completed without a transverse connector. There was no reported patient harm. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the device evaluation. Reference report 3012447612-2020-00048.

Event description:
It was reported that during the procedure two transverse connectors stripped when the surgeon tired to tighten the lateral locking screw. The connectors were removed and the case was completed without a transverse connector. There was no reported patient harm. This is report two of two for this event.